Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a hemodialysis catheter. The customer reports the catheter malfunctioned due to what seems like a crack in the hub. The catheter needed to be removed and replaced.